Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 399945, lot# v025309, implanted: (B)(6) 2007, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6)2007, product type: lead. (B)(4)

Event description:
The consumer and a manufacturer representative reported that they could not get their implantable neurostimulator (ins) to turn on or charge. The patient had fallen three times on their stimulator and was having dizzy spells. They were hurting at the ins site. The ins was sticking out of the patient's back. The recharger showed that the ins was charging but the ins was not taking a charge. When the patient would turn on their ins they were seeing a poor communication screen. The patient was seen by a manufacturer representative and the ins battery was empty but it was not in overdischarge. They could not interrogate the ins but were able to start a recharging session and got 8 coupling bars. The patient did not charge long enough to let the manufacturer representative interrogate the device and check impedances before leaving the appointment. The patient was going to continue charging and turn stimulation on. The patient's indication for use was non-malignant pain.

Event description:
Additional information received from the patient reported pain at the implantable neurostimulator (ins) site. She had taken percocet but it wasn¿t taking the pain away. She had an appointment the following week. Falling 3 times on the ins back in (B)(6) 2015 was mentioned again, and it was noted that she hadn¿t seen a doctor about that since that time. The pain had just started recently in (B)(6) 2016. It was also reported that she hadn¿t used her device in 6 months. The falls were noted to be related.